Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high as well as low blood glucose. The customer high blood glucose level was 600 mg/dl at the time of incident. Customer treated with insulin pump and multiple dose injection. The customer also noted that they had problems waking up with a 30-40 mg/dl three ¿ four time a week for last two months. The customer¿s low blood glucose was treated with juice. The customer was had problems with bolus delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they did not allege insulin pump was under delivering. Customer stated that they were unsure if the drive support cap was protruded, loose, sticking out or flush. Customer reported insulin exited at the quick release. The insulin pump will not be returned for analysis.